Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had recovered from the event without permanent impairment, with the physician noting that the patient was doing well with excellent clinical results after replacement of the lead and implantable neurostimulator on (B)(6) 2014. It was reported that the patient had full urinary and fecal control and was very pleased. It was noted that with the prior device system, the patient had excellent results until about 6 months prior to the surgery date when her fecal accidents started to recur.

Event description:
It was reported the patient experienced a loss of therapeutic effect. The lead had reportedly migrated. The cause of the migration was thought to be due to placing the lead ¿deep¿ to begin with. Electrode 3 had ¿likely¿ been beyond the anterior margin of the sacrum and the tines were ¿not likely¿ deployed in the bone. Reprogramming had been done. In addition, it was stated the battery had prematurely depleted. Both the lead and implantable neurostimulator were replaced. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v875335, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).